Event description:
On 21/may/2024, fresenius became aware this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler and liberty cycler set for renal replacement therapy (rrt) was diagnosed with peritonitis. It was reported that the patient¿s peritoneal effluent fluid culture was positive for two organisms (specifics not provided), which required the removal of her pd catheter (not a fresenius product). Subsequently the patient transitioned to outpatient hemodialysis (no longer with fresenius) and has recovered from the serious adverse events. Attempts to obtain additional clinical information (e.g., patient demographics, organisms, antibiotics) were unsuccessful.